Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360 coronary orbital atherectomy system instructions for use states that dissection is a possible adverse event which may occur with use of the system. Csi ID# (B)(4).

Event description:
During treatment with a viperwire and coronary diamondback orbital atherectomy device (oad) a flow-limiting dissection occurred. The target lesion was located in a diffusely diseased section of the left anterior descending artery (lad). The lesion was stenosed at 70% and was approximately 3.00 mm in diameter, with minimal tortuosity in the treatment area, and higher tortuosity in the distal lad. The lesion was wired via the radial approach, and the oad was operated for one treatment in the mid-lad, when a flow-limiting dissection was noted in the distal portion of the lad, near the viperwire. A stent was placed to resolve the dissection, and flow was restored. The patient was discharged to the progressive care unit (pcu) and stayed overnight. There were no other patient complications reported.